Manufacturer narrative:
The root cause of the event was determined to be a defective insp block - o2 safety valve and replacement shipped to customer under warranty.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation, but technical support in conjunction with the customer reported the screen-shot of the log files show from the o2 gas path test, the o2 safety valve is leaking with approximately 89l/min. It is visible in the logs that the alarm 301,309 and 389 was triggered twice after start up.

Event description:
The customer reported that while using bellavista 1000, the device displays technical failure-watchdog failure firmware running, then the screen turns black. Customer test the unit for 17 hours with a test lung and the issue not reoccurred, but they encountered a new issue, tf389- no o2 dosing possible. The customer reported there is no patient involvement associated with the event.